Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-aug-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. The pre-dilation balloon had difficulty crossing due to the patient's bad condition. After pre-dilatation was performed, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification and angulation. The procedure was completed with a non-bsc stent. After the procedure, the patient was moved to the intensive care unit and died during observation. The operator said the bsc device did not lead to patient death. However, returned device analysis revealed proximal stent damage.